Manufacturer narrative:
For the reported malfunction, 4 out of the 4 devices were returned to bd for evaluation. The lot numbers for 4 out of 4 were provided, and lot history reviews were performed. After further evaluation, the investigation did not identify the reported deflation problem for all of the 4 devices. The definitive root cause could not be determined based upon available information. The devices are labeled for single use.

Event description:
This report summarizes four malfunctions. A review of the malfunctions indicated that model cqf7574 pta balloon dilatation catheter allegedly experienced deflation issues. This report was received from various sources. The malfunctions involved 4 patients with no patient consequences. The four patients ranged from 58-68 years of age and weight range 165-194 lb. Of the reported patients 2 were males and 2 were female.